Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Setscrew marks were in the correct location on the terminal pin. The lead passed continuity testing and hipot testing, indicating intact conductors and no electrical shorts between them. Pressure test passed, indicating the lumen/outer insulation is intact. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported allegation of high capture thresholds, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues or abnormalities. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this left ventricular lead was explanted and replaced due to suboptimal thresholds, it was required a high programmed output. This lead was returned for analysis. No additional adverse patient effects were reported.